Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that several short v-v intervals were interrogated on the right ventricular (rv) lead. Diagnostic testing was performed on the rv lead yielding normal results. The lead remains in use with the patient being monitored closely. No patient complications have been reported as a result of this event.